Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer later reported that the battery run time test failure issue was fixed by ordering and replacing the batteries in the iabp. The iabp was then cleared for clinical service. The initial reporter named in block is a getinge designee uhs technician who has different contact details from that of the event site, and has the following contact information: (B)(6). The full event site name is (B)(6) hospital.

Event description:
It was reported that during a field action performed by a getinge designee on the cs300 intra-aortic balloon pump (iabp), the battery run time test failed. As a result, the iabp was not to be cleared for clinical use. There was no patient involvement, and no adverse event reported.